Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon markers could not be visualized. The physician inserted the 2.50mmx12mm apex monorail balloon and began screening the balloon markers were not seen. The balloon was removed and another of the same device was used with success. The patient status is unknown.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon markers could not be visualized. The physician inserted the 2.50mmx12mm apex monorail balloon and began screening the balloon markers were not seen. The balloon was removed and another of the same device was used with success. The patient status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the balloon identified no issues. The proximal and distal gold markerbands were clearly visible through the balloon and were positioned in the correct location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is design. (B)(4).